Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of balloon burst.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the papillary area during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the balloon raptured during papilla dilation. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event.